Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test. Device was unable to prime during prime or compromised force sensor system alarm test due to faulty force sensor resistor. Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test or verify motor error alarm due to prime or fill anomaly. The motor was tested outside the device and passed. Device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 436 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.